Event description:
Marcaine pump line into knee of tkr pt. Line came apart. Had to be reconnected. Pt later developed infection (3/2003). Md states tubing mfg incorrectly. "Have to connect, then untwist 1/2 turn to release torque so pump will work." Unaware this event would be smda untill 8/2003.